Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 300 - device in failsafe when unit is turned on. Furthermore, there is no information regarding patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. It has been determined a defective flyback diode on the power board electronics hardware revision 6.